Manufacturer narrative:
(B)(4). Batch # r94f8e. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. L a manufacturing record evaluation was performed for the finished device batch number and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the el5ml couldn't clip tightly. The clip did not fall off the tissue once placed. It is unknown how procedure was completed. There was not patient consequence.